Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 538 mg/dl. Customer stated that they disconnected from insulin pump and started manual injections. Customer also experienced symptom such as vomiting. Customer stated that the insulin was being delivered slowly. The device will not be returned for analysis.